Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a bad internal battery/ system failure. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found the reported "bad internal battery/ system failure" problem was duplicated. During investigation, no error code found. However, in event history logs show medium alarm displayed: pump settings and patient data lost in 2005. Recommend replaced microprocessor (mpu) board due to customer concern. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).